Event description:
The account reported the patient was hospitalized on (B)(6) 2018. Outpatient labs reveled hemoglobin and hematocrit was measured to be 10.5 and 31.7. The patient would be continued to be monitored outpatient with homecare labs drawn. On (B)(6) 2018, the patient reported rectal bleeding but refused to be seen in the emergency department. Home care nursing drew labs on (B)(6) 2018. It was reported hemoglobin and hematocrit was improved. The patient was unable to reach the patient. No further information was reported.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿1 year, 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient was admitted on (B)(6) "2017" with complaints of melena and dizziness from a "gastroinestinal" bleed. The account reported that patient's subtherapeutic inr was 4.0, hemoglobin was 6.6 and hematocrit was 20.0 upon admission. On (B)(6), 2 units of packed red blood cells (prbc's) were given to the patient. The patient's hemoglobin and hematocrit was reported to be 5.7 and 17.8 receptively. The patient received additional units of "prbs's" on (B)(6) 2018 and (B)(6) 2018. "A" egd revealed a 2cm hiatal hernia, no esophageal or gastric varices, mild protal hypertensive gastropathy. A single non-bleeding angiodysplastic lesion was notes in duodenum with argon beam coagulation. Localized friable mucosa with intermittent oozing in pre-pyloric region. The account reported the likely cause of melena is intermittent oozing mucosa in setting of supratherapeutic inr.